Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding in middle of ongoing cases, preventing users to access the device for about 5 minutes. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A technical support specialist tried reaching out to the customer but did not receive any response. Investigation closed as the support specialist that remotely inspected the device did not report finding any issues.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b5, d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-jan-2022 to 11-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device went on frozen and rebooted itself unexpectedly. A technical support specialist remotely inspected and found that there were no issues with the device. The system functioned as intended after the technical support specialist analyzed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system would freeze or reboot itself unexpectedly during procedure preventing users to access the device for about 5 minutes. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.